Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the right coronary artery. A 12 x 3.00mm promus premier¿ drug-eluting stent was implanted to treat the lesion. However, it was noted that the stent strut was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.